Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer service engineer (cse) was dispatched to the customer's site, who replaced the power supply. The malfunctioned uninterruptible power supply contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required. Reporter name and address does not have enough room for the customers phone number. The complete phone number is: (B)(6).

Event description:
The customer reported that the uninterruptible power supply (ups) of an advia centaur xp instrument produced a beeping and popping noise and emitted smoke. As per siemens instructions, the customer powered down the instrument and removed the power cable from the ups and plugged it directly into the ups cable. They powered the instrument back on and rebooted it using the green reset button. There was no delay in reporting patient results. There are no known reports of adverse health consequences due to the event.